Manufacturer narrative:
In the mentioned complaint a patient suffered from a dissection of the jugular vein and from bleeding when a duet lumen cannula was introduced; although, subsequently, a stent was placed into the jugular vein, the patient deceased. It is not clear at which step the problem occurred, there is no information if there were problems with the punctuation of the jugular vein and no clear picture referring to the clinical situation appears. In fact, we do not know whether problems occurred when the guidewire was introduced or during insertion of the cannula. There is no information that the device was defective prior to use. As we emphasized, introduction of a 31 fr cannula is a critical procedure itself with potentially life threatening consequences. According to the information given in the complaint we do not see a product related failure. Based on the received information and the performed clinical assessment a confirmation of the failure is not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable. Investigation process. If a trend occurs, it will be escalated to quality assurance management for review. And determination if further investigation is necessary. Due to this no further investigation. Initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device in question and the information about its lot number have been requested as well as further information about the incident but according to the email dated (B)(6) 2016, no information as well as no product is available. A clinical evaluation is requested based on the information available to the manufacturer at this time. A supplement medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during patient treatment, complications while inserting the ¿10031#avalon elite 31f, 31cm¿ in question were experienced. A dissection of the internal jugular vein occurred which was subsequently treated with a stent. The patient is deceased. (B)(4).